Manufacturer narrative:
Qc was run before and after the event and the results were acceptable. The customer noticed an unusual mechanical noise coming from the creatinine module reaction cup assembly and stirrer motor area. A field service engineer (fse) was dispatched and replaced the creatnine module. Per fse, the defective module is an old module that has the older style stepper motor. The new module should use the brushless stirrer motor. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic creatinine (crem) results generated by the synchron lx20 pro clinical system for three patients. The results were not reported out of the lab. The customer reran the patient samples and obtained results did not correlate with the original crem results. Patient treatment was not affected in connection with this event.